Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was an attempted implant due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating there was an issue with the atrial port on this device. The physician reported the device did not recognize that a lead was inserted in the port as no sensing or pacing impedance was observed even after the setscrews had been secured.